Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The home patient (hp) stated that an unused supply line clamp was open and the baxter technical service representative (tsr) explained the procedure. The tsr had the hp power cycle the hc to end therapy to finish therapy with manual supplies. The patient was connected either at the time of the alarm or observed air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.